Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had his vns generator and lead (all but 2mm) explanted on (B)(6) 2016 due to an infection. It was reported the patient is now doing well. The dhrs for both the lead and the generator were reviewed and confirmed to have been sterilized prior to distribution.